Event description:
A pt in (B)(6) was undergoing continuous renal replacement therapy with a prisma m 100 filter set. Approximately 4 hours into treatment the nurse observed an external leak on the venous line. Treatment was stopped and the blood in the extracorporeal circuit was returned to the pt resulting in an estimated blood loss of 107 ml. The pt was not symptomatic as a result of this event and did not request medical intervention.

Manufacturer narrative:
The prism m100 pre set ckt was discarded and not available for inspection. The review of the prisma m100 pre set ckt device history record and complaint history files for lot number 14e2109 shows that there is no mfg non-conformity and one similar complaint for this lot number. Pictures of the involved prod were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No damage could bee seen in the pictures.